Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not, locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2016 and confirmed that this device was not previously returned for, servicing and there were no production, failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 had failed and was unable to recover. A field service engineer opened the center column and applied grease to the latch. Verified that all cables were properly connected and functioning. Ran diagnostics and confirmed that all doors operated correctly. Coordinated with the customer to recover the system and successfully tested door operations with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had door failed to open even after storage space recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.